Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the cgm was reading high, and the blood glucose was not checked. The patient called paramedics and became unconscious. The bg by emergency medical service (ems) was 24 mg/dl and the cgm was unknown. The patient was treated with a liquid and IV and regained consciousness. He felt fine with bg 73 mg/dl during the report the following day. Of note, the patient uses insulet omnipod5 in modified closed loop. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.